Event description:
It was reported the device presented in reset via merlin.transmission. Tech services recommended the patient report to be interrogated to check the status report to determine if the device needs to be restored. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.